Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired with green reload (unknown which firing), and on stomach side of firing, ¿there was only one row of staples intact.¿ the surgeon did ¿interrupted firing¿ of device. There were no patient consequences reported. The patient is fine.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.